Event description:
The initial reporter advised shiley of the pt's death following an alleged outlet strut fracture of the pt's implanted bjork shiley convexo aortic heart valve.

Manufacturer narrative:
Based on additional info obtained from a review of clinical records, the bjork-shiley convexo-concave heart valve was confirmed not to have fractured.